Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v535396, implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was further reported that the patient switched physicians. The patient was in the process of scheduling the removal, but a date had not been set as of yet.

Event description:
It was reported that a patient was experiencing a shocking or jolting sensation at the site of the implantable neurostimulator (ins). It was stated that the patient was receiving symptom relief. It was stated that an ins replacement surgery was planned for the following month, and that the ins may be implanted on the other side. It was noted that reprogramming had been done, but the details were unknown. About a week later it was reported that an impedance test was performed and "all values were within normal ranges." The cause of the issue was not determined. A replacement surgery was scheduled for (B)(6) 2013. It was stated that the patient was "fine" at the time this was reported. The following day it was reported that the patient was experiencing "pain, burning, throbbing and electrical shocking." It was stated that the shocking sensation began in (B)(6) 2012. The painful sensations persist even with the ins off. It was stated that the ins had moved because the patient had lost weight. It was reported that the patient "could not sit, walk, or lay down because the ins was bulging out of her body." The patient had spent 3 hours in the doctor's office last week reporting excessive pain. It was reported that the patient stated that they were "freaking out" and considering having the device "removed completely." It was noted that the patient was urinating more often as a result of having the ins off. One week later it was reported that the patient was still in "great discomfort." The device had been off for a week. It was reported that the patient was seeing an acupuncturist who stated that the patient had inflammation throughout her entire body. It was noted that the patient wanted the device removed. Further information has been requested. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator found no significant anomaly. It was functionally okay. Analysis of the lead found no anomaly.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the patient had also complained of pain near the implantable neurostimulator (ins). Three days later it was stated that the ins and the lead had been successfully taken out.

Manufacturer narrative:
Product ID 3093-28, lot # v535396, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).

Event description:
Additional review indicated that the event reported under manufacturer report number 3004209178-2013-00180 reasonably related to the event reported under this manufacturer report number. They both capture the patient's issue with a shocking sensation. Both report the explant of the device. The patient outcome of recovered without sequela was reported in the other manufacturer report listed previously. Any additional information received for this event will be submitted under this manufacturer report number.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.